Manufacturer narrative:
Physio-control determined that due to the device's age, no parts are available to complete the repair. Physio returned the device to the customer unrepaired and informed them to remove the device from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's buttons are not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and user interface pcb assembly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's buttons are not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.